Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon was swelled one side, it was 10 to 0. So, they refrained from using it. Per investigator's notification received on 24mar2025, it was reported that catheter did not deflate properly with returned syringe but deflated ok with in house syringe found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed. Received 1 silicone temp sensing foley. No physical defects present with returned sample. Inflated sample with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation balloon maintained concentricity of 100:0. Upon deflation, the balloon did not deflate within 5 minutes. Attempted inflation and deflation within house syringe. Inflation occurred with no difficulties and deflated within 3 mins 14 mins. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling for this investigation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon was swelled one side, it was 10 to 0. So, they refrained from using it. Per investigator's notification received on 24mar2025, it was reported that catheter did not deflate properly with returned syringe but deflated ok with in house syringe found during sample evaluation.